Event description:
It was reported that while using the bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
The following fields were updated with corrections: d.4. Device material number: 441385; device serial number: (B)(6). UDI number: (B)(4). D.2. Type of device: mdb; common device name: system, blood culturing. D.1. Device brand name: bd bactec¿ fx, instrument top, packaged. G.5. 510k number: k915796. B.5. Event description: it was reported that while using the bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. H.4. Device manufacture date: 2019-09-11.

Manufacturer narrative:
Investigation summary: an early life failure was reported false positive issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. A bd field service engineer (fse) was dispatched and discovered that the problem arose due to an air conditioning problem in the neighboring room. This is an unconfirmed failure of the bd product. Review of device history record for (B)(6) was completed and revealed that the instrument passed all inspection tests and was released in good condition. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was due to high temperatures. No new trends, risks, or hazards were identified as a result of the complaint.

Event description:
It was reported that while using the bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The customer did not specify which assays were used.